Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a 29mm epic porcine valve was implanted in the mitral position. On (B)(6) 2016, dehiscence of the valve was reported and the valve was explanted. A 29mm non-sjm valve was implanted. The patient was reported to be stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 29mm epic valve was implanted in the mitral position. On (B)(6) 2016, dehiscence of the valve and endocarditis were reported. The next day, the 29mm epic valve was explanted and a 29mm non-sjm valve was implanted. The patient was reported to be stable. Per report, the physician said the diagnosis of endocarditis was unrelated to the epic valve.